Manufacturer narrative:
PMA/510k: this report is for an unknown matrixneuro screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an acoustic neuroma resection retrosigmoid procedure. The patient was implanted with titanium matrixneuro adaptation plate and cranios reinforced fast set putty. There was a surgical time of 568 minutes. There were no intra-operative complications. Postoperatively, on an unknown date, patient was admitted to hospital for wound drainage, stopped with glue. It was unclear whether postoperative complication(s) was (were) due to device. The infected bone plate treated with surgery to remove all hardware. The healing status/radiographic outcomes at final follow-up was the large symptomatic left acoustic neuroma doing great after near total resection of schwannoma. Infection has been treated, and his wound looks good. He has no bone flap because it was removed for infection. Other outcome assessments or patient reported outcomes was the left eye tearing at times while eating. Ongoing neck spasms and soreness. No further information is available. This report is for unknown matrixneuro screws. This is report 3 of 3 for (B)(4).